Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established, however, it is probable that issue occurred because of a failure in the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon evaluation of the device, the customer's allegation was confirmed. The problem was reproduced. The evaluation determined the main board failed. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The distributor reported to olympus the display on the front panel of the high flow insufflation disappears. The malfunction occurred prior to a therapeutic procedure. There was no delay and the procedure was successfully completed. There was no patient harm associated with this event.